Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further evaluation.

Event description:
It was reported that the patient's infusion disconnected while sleeping, which led to diabetic ketoacidosis (dka). Per reporter, the patient's blood sugar rose as high as 600. Reporter stated the patient was not hospitalized and resolved the dka with a cassette and infusion set change. Reporter indicated a manual bolus dose was administered and the issue was resolved. The patient alleged that the cannula was bent, but no alarm was received at the time of the event. Cps expressed empathy and explained that the cannula may not have been bent enough to trigger an alarm.